Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-3638 knotless fibertak ripped free from anchor while pulling on the shuttle stitch. This prevented the repair stitch to grab the labrum into place. The stitch had to be cut out and another fibertak was opened. However, while shuttling the repair stitch through the anchor the repair stitch tangled on itself and would not tighten appropriateley. This anchor had to be cut out as well. This was discovered during a procedure on (B)(6) 2022. Surgeon switched to knotless suturetaks and case was completed successfully without further issues. Additional information received (B)(6) 2022: after each fibertak failed, surgeon removed the sutures; however, the suture anchor stayed implanted in the patient and a new bone socket was opened to implant the suturetaks.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.